Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: product was not returned. The customer retaining the product. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a string of trochanteric fixation nail- advanced (tfna) cases, during the insertion of the helical blade instruments, it had been noticed that the instruments had been cross threaded and were unable to attach to the blade properly. Items involved are two insertion handles, reported to have issues coupling to the connecting screw, and a connecting screw unable to properly attach to the helical blade. The radiolucent aiming arms was noted to have a crack near the attachment point for the impactor. A backup set was used on (B)(6) 2020. There was no patient consequence reported. There is no known surgical delay. Concomitant devices reported: helical blade inserter (part number 03.037.024, lot unknown, quantity 1), complete radiolucent insertion handle (part number 03.037.012, lot unknown, quantity 2), nail head elements: tfna helical blade (part number unknown, lot unknown, quantity 1), guides/sleeves/aiming: aiming arm (part number unknown, lot unknown, quantity 1). This report involves one (1) helical blade/screw coupling screw. This is report 2 of 6 for (B)(4).